Manufacturer narrative:
Device evaluated by MFR: product analysis: visual inspection found the attachment to be cosmetically ok. Not able to confirm the reported fault, not able to perform pre-repair temperature test. The lock twist was found jammed and output drive shaft assembly and bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the attachment was overheating. Event found pre-op. There was no patient involvement.